Manufacturer narrative:
Date is approximate. Applies to the lead. Concomitant medical products: product ID: 3889-28, lot# v385091, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient says that she had a CT scan where the hcp (healthcare professional) found one of the leads was laying on a nerve and causing patient back pain in (B)(6) or (B)(6) 2018. The patient got help changing the settings to relieve the back pain. The patient says that the back pain could have also been from a surgery she had many years ago, and her arthritis, unrelated to device. The patient is continuing to work with their hcp to relieve back pain. No further complications were reported or are anticipated.